Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the luer lock. The customer changed the infusion set tubing to address the event and resumed insulin delivery. The customer reported a blood glucose (bg) level of over 600 mg/dl with moderate to high ketones and the bg level was addressed with manual injections.